Event description:
The customer reported the system will not produced x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the stenix block. System operates as intended. (B)(4).